Manufacturer narrative:
(B)(4). Malformed clip, indicator wheel failure. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released without any difficulty. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended, but the orange indicator did not show up completely since it was visible at 14th firing sequence. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired. The device fired once then would not fire, it stopped firing. Another device was used to complete the procedure. No adverse consequences reported.